Event description:
Pt reported obtaining back-to-back blood glucose results of 36 mg/dl, 51 mg/dl, 44 mg/dl and 88 mg/dl, while using the suspect device. Pt indicated that he was exhibiting symptoms of hypoglycemia. Pt self-treated by drinking orange juice. No pt injury was reported and no treatment was rec'd. Qaulity control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.